Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination found under all of the button contacts. Evaluation also revealed that the display screen was the dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/07/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the keypad was found to be peeling from the ok button to the contrast button. The contrast button contact was missing. All other keypad buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under all button contacts. Evaluation also revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).